Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine device check. Stored episodes of inappropriate ventricular noise reversion were observed on the pulse generator. Noise was not observed on the channel. No intervention or patient symptoms were reported. The patient would continue to be monitored.

Event description:
New information indicated that no programming changes were made.